Event description:
On (B)(6) 2012, pt reported experiencing concerns with the display of the infusion device. Pt stated he was only able to read the lower part of the u/h basal rate amount. Pt reported he just put a battery in the device a couple weeks ago. Advised pt to use backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.